Event description:
It was reported to philips that the heartstart mrx defibrillator was not working properly during patient use. The customer was unable to provide further detail. There was no negative patient impact.